Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the hose had a hold towards the middle near the pressure release valve (prv) and the drive shaft pin (lock pawl assembly) was bent which could cause overheating. Therefore, the reported condition was confirmed. It was determined that the hole in the hose was caused by user error as it appeared that the hole was the result of accidentally coming in contact with a sharp object. It was determined that the bent drive shaft pin was due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device was leaking air. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.